Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 22mm amplatzer septal occluder (aso) was selected for implant. During the procedure, the device deformed into a snake effect and did not adapt to the interarterial septum. The snake deformation occurred 3-4 times despite attempts to fix the deformation. A new 20mm aso was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of "the device deformed into a snake effect and did not adapt to the interarterial septum" was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The sewing patch on the distal disc did not fully extend to the edge of the disc, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, artmt600034451 revision a "caution: do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao). Advance the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure."